Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicates that during the preoperative evaluation, noise was noted on the atrial lead. The physician then elected to replace the lead while revising the device pocket. Furthermore, the lead was sent to pathology per facility policy.